Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) error message had appeared, the machine had a leak alarm during operation, but the pressure was lowered and it worked normally. The user changed the machine. There was no personal injury reported.

Manufacturer narrative:
Updated fields- b4, g1, g3, g6, h2, h11. The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. This is not a valid complaint since safety disk has exceeded the usage time.

Event description:
N/a